Event description:
End user called for assistance checking calibration of the device. After phone troubleshooting, it was discovered that the device did test the calibration but high out of range. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
None